Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional findings were observed during failure analysis but were not reported by the customer. Visual inspection was performed and the instrument was found to have mechanical indentations on the proximal clevis. Root cause of this failure is attributed to misuse/mishandling. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer provided an image of the instrument housing. The failure was unable to be confirmed by the image review alone, but was confirmed by the subsequent failure analysis. No further escalation is required for the provided image. A review of the instrument log for the permanent cautery spatula (420184-14/n11200727 072) was performed. The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument was last used on (B)(6) 2020 on system (B)(4) and had one life/use remaining. The log showed that the instrument was installed on system (B)(4) on (B)(6) 2021, but the instrument was not used. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the wire was damaged. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.